Manufacturer narrative:
Device evaluated by MFR:the return product consisted of an ffr comet pressure wire connected to the occ cable. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. There were 2 severe kinks located 177cm from the tip and at the occ handle. There was peeled coating at the 177cm location. The tip showed stretched coils. The occ handle was connected to the ffr link for signal verification. The signal was not present as designed. The sensor port was inspected to verify that the sensor was connected to the fiber optic. It was noticed that the sensor was in the correct location in the sensor port. The wire was gently moved back and forth to see if the sensor would move. The sensor did not move which verifies that the fiber optics were connected to the sensor. The proximal end of the wire was inspected for any fiber optic cracks or damage and that is was polished correctly. The wire end showed no damage. The guidewires distal tip was removed to view the sensor inside the shaft and view for damage. No sensor face damage was noticed. The coefficient values were confirmed to be programmed per specification. The sensor port showed no residue of body fluids. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pressure/signal issue was confirmed

Event description:
Reportable based on device analysis completed on 23jul2020. The target lesion was located in the stenosis distal left main artery. This comet pressure wire was selected and equalized successfully performed in the aorta. They wire was then placed in the circumflex artery, however, there was no signal from the comet wire to the screen. The ffr link was turned off and back on but there was still no signal. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable. However, device analysis revealed peeled coating.